Event description:
The dental implant fx4012swc was removed on (B)(6)2017 due to failure to osseointegrate 1 week after implantation. Neither local infection nor periodontal disease were observed during the surgery and patient hygiene was moderate. The patient has no significant medical history and has been recovered without complications.